Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 80 (non-recoverable system error- the control processor failed to detect a simulated water temperature fault) on the floor. Device was rebooted down in biomed, and the alarm had not returned, simulated water fault.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 80 (non-recoverable system error- the control processor failed to detect a simulated water temperature fault) on the floor. Device was rebooted down in biomed, and the alarm had not returned, simulated water fault. Per follow up information received via phone on 11nov2024, it was reported that they spoke with biomed, confirmed the device had returned to service without repair.